Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the temple with 0.3 ml of juvéderm® voluma® with lidocaine. During the injection, the injecting physician ¿[saw] something wrong in the syringe¿ and stopped injection. The patient¿s skin ¿turned red,¿ and ¿necrosis¿ was reported.